Event description:
It was reported that (3) devices were used during an ima preparation. It was reported by the affiliate that the (2) dh145 hooks, used with a h2tuv instrument had no function after 10 seconds and emitted noises (no contact with metal). Another instrument was used to complete the case. There was no consequence to the pt. In 2000, the dh105 and hdh05 were also used.